Event description:
It was reported that the patient was admitted with continuous supraventricular arrythmia requiring drug treatment and cardioversion. This could not be ruled out as being related to the device. The patient recieved a catheter ablation.

Manufacturer narrative:
Section e1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the reported event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.